Event description:
Co received an implant form that stated this lead was explanted becuase it was "bad." Implanted 6/3/92. Removed from svc 7/20/95. Implanted 37 months. The lead was replaced with a endocardial lead. Co assumes that this lead was capped and removed from svc.